Event description:
The customer reported that the alarm did not alarm when the patient got up to use the restroom. No patient injury was reported. It was reported that the nurse checked the alarm prior to use with the patient, and it was working.

Manufacturer narrative:
Evaluation results: evaluation of the returned product shows that all of the alarm functions passed testing.